Manufacturer narrative:
The cartridge has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter reported that in october or november 2010, the pt obtained blood glucose readings 'in the 300's mg/dl' and he had noted the insulin cartridges were leaking at the plunger end. The pt experienced no symptoms of high or low blood glucose levels and did not seek any medical attention. There was no adverse event associated with this issue.